Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Medwatch report # (B)(4). The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm), mm), after using the aortic cutter, the surgeon handed the cutter back to the scrub tech. At this time it was noticed that the top of the aortic cutter device, near the actuation button, had separated and that the actuation button had fallen inside the cutter. This defect happened after the aortic cutter was used to create a hole in the aorta. The device did work as expected and no injuries occurred due to the defect. There was no surgical delay due to the defect.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 12/22/2022. An investigation was conducted on 01/11/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The aortic cutter was observed to be in a deployed state. The housing case was observed to be split in half at the base of the aortic cutter. Based on the returned condition of device as well as the investigation results, the reported failure "break" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000269566 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.